Event description:
Implant was slightly malleted into disc space where the implant fractured but did not separate from itself. The implant was successfully removed and replaced. There is no reported harm or injury to the patient. The failure of the implant was unable to be evaluated due to the implant's disposal at the facility. This appears to be an isolated incident since there have been no other reported occurrences over the multiple years this product has been used. Since the implant was not available to evaluation, the inserter used was inspected and found to be in working condition. Cause is indeterminate.